Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was\were the needle piece(s) retrieved during the same procedure? Everything was retrieved from the patient. After talking to the surgeon, the needle broke at the proximal end close to where it was swedged. Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece(s)? This is all the information I have. Was there any additional tissue damage as a result of searching for the needle piece(s)? This is all the information I have. Lot number? I do not have any lot and no product was saved to send in. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2025 and suture was used. During use, they drilled into the bone, while passing the needle through the bone the needle broke in half. The needle was retrieved. At the time of the call it was unknown how the case was completed. No patient harm was reported. Device is not available for return. Additional information has been requested.